Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. The analysis found epoxy in the connector block thread areas that caused the setscrew to be firmly stuck in the connector block. As a result, the setscrew could not be loosened and the lead could not be removed from the device.

Event description:
During an implant procedure, the lead was successfully connected to the device header. When the lead needed to be repositioned to improve electrical values, the set screw of the device could not be loosened. The lead and the device were explanted and replaced and the patient was stable.